Event description:
On (B)(6) 2014, the patient contacted animas alleging that on an unspecified date the previous month, she experienced elevated blood glucose (bg) of 620mg/dl with severe lethargy, severe thirst, and severe urination due to the pump powering off overnight. The patient stated that she was able to reboot the pump and administer a bolus to treat the bg. The patient stated that the pump has powered off during the night on five occasions, and when she wakes up she has heard the pump chirping and sees the confirmation screen on the display. The patient denied any damage to the pump and confirmed that the battery cap was secure. The patient stated that the pump had been exposed to moisture in the past but that there was no visible moisture in the pump at the time of the complaint. The patient stated she had remained on the pump despite the power loss incidents. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to a power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: a review of the black boxed indicated that reboots had occurred on 01/27/2013; the voltage prior to the reboots was above threshold for the battery warning/alarm. A review of the pump histories showed a manual date changed from 02/03/2013 to 02/03/2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection confirmed that there was no damage to the battery compartment and battery cap; the battery cap was able to secure properly to the pump. The battery cap contacts were found to be within specification. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 24 hours with no alarms and no power issues. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump casing was removed, and there was no damage found to the power circuit. Unrelated to the complaint, investigation revealed that the display screen was dim and faded.